Event description:
The report received indicated that a cypher stent was associated with a myocardial infarction the following day after implantation. The main indication for intervention was unstable angina pectoris. The unk cypher stent was implanted in an unk vessel. No further information was given regarding the vessel attributes or the lesion characteristics. No information regarding the procedure was available.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.